Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 5 times and got hospitalized twice due to low blood glucose, as the pump was over delivering. On (B)(6) 2017 they had blood glucose of 23 mg/dl at the time of the incident. The customer was at 261 mg/dl at the time of the call, which they treated for with manual injections. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.